Event description:
It was reported that an ilet insulin pump stopped delivering insulin during the night and displayed a ¿go to fill tubing¿ prompt upon screen unlock, indicating suspended delivery due to an incomplete supply change; the user reported not intending a supply change but attempting to deliver insulin for a meal, after which guidance was provided to complete the fill tubing step and delivery was resumed. Symptoms included hyperglycemia with blood glucose readings in the 200 mg/dl range and a measured value of 231 mg/dl, with the user feeling well. Outcomes included no injury and no hospitalization. Investigation included troubleshooting with the user and education on completing the supply change workflow and resuming insulin delivery. Investigation of this case revealed that insulin delivery was suspended by the device¿s safety interlock pending fill tubing completion, with no additional alerts reported and normal function after completing the procedure. It was concluded, based on previously established findings for similar reports, that the cause was user interaction leading to an incomplete supply change sequence, resulting in suspended delivery. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.